Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, deployment was rushed because the patient was very unstable and pressure dropped each time the physician crossed the native annulus during valve positioning. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During transfemoral implantation of a 23mm sapien valve, the valve was deployed in a too aortic position across the annulus (90:10 aortic/ventricular) resulting in severe paravalvular leak (pvl). The decision was made to place a second valve. The second 23mm sapien valve was positioned and deployed in a 50:50 position with good final result. There was trace to mild pvl noted. As reported, several attempts were made to advance the crimped valve across the native annulus, and each time, the patient decompensated quickly as she was unable to handle the aortic regurgitation. In the third pass, an aortic angiogram confirmed that pacing could be started. The balloon was completely inflated. The patient quickly desaturated and blood pressure was not obtainable. CPR was initiated and at that time, it was not known if the coronary arteries were compromised. The echo and lv gram revealed severe aortic regurgitation. The valve was in a more aortic position than intended, and CPR was continued. The patient was administrated medication and a second valve was advanced and positioned 2 to 3mm below the previous valve and completely deployed. Immediately after valve deployment, the patient significantly began to improve and CPR was discontinued. The native annulus measured 19mm x 26mm, with an area of 414mm2 by CT. The native aortic valve/leaflets were severely calcified, and the aortic root was mildly calcified. The patient had mild ventricular septal hypertrophy and moderate mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be fair, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Per report, valve deployment was rushed due to the hemodynamic instability each time the aortic annulus was crossed with the valve and delivery system.